Event description:
The device was used during an oophorectomy procedure on a horse. Reportedly, the instrument partially fired. The surgeon performed a laparotomy to complete the procedure. The veterinarian has reported no injury occurred.